Event description:
Reportedly the device was implanted in 2004 and explanted in 2008 for an implant duration of 51 months. The device was replaced with a 6900p29mm valve due to unknown reasons. The device was discarded, and is unavailable for evaluation. No further details were provided.

Manufacturer narrative:
Device not returned.